Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D5 is unknown. No information has been provided to date.

Event description:
It was reported that during a returned order service an alarm occurred. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection found tamper seal intact, latch lock was stripped and dose connector was inoperable. The device's event history log was reviewed and found lec 1870, but unable to download. The reported problem was duplicated, recommend replacing motor. Root cause determined motor defective. Actions taken replaced motor. With no indication of a manufacturing defect found during evaluation, no device history review was performed. A review of service history found the device had not previously been in for service.